Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: f/g, promus element,mr,ous 3.00 x 38 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found that the entire stent was damaged; minimal damage at the distal end, stretching in the middle portion and stent strut bunching at the proximal portion. Stent bunching and slight distal movement of the stent on the balloon revealed approximately 3 mm of exposed balloon wall. Crimp markings were evident on the exposed balloon wall, indicating correct positioning and crimping of the stent on the balloon prior to the complaint incident. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 27-jan-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed, with a >45 and <90 degree-bend target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery. A 3.00 x 38 mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and stent moved on balloon.